Manufacturer narrative:
Unit received with partial white display due to cracked lcd glass. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to partial white display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a line in display. At first it was a small line and she could read everything. Now line was getting bigger and she can not read right side of screen anymore. The customer¿s blood glucose level was 10.2 mmol/l. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.